Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h10 corrected; health effects corrected

Event description:
It was reported the disposable caused the pump to alarm no disposable. Patient mixed new cassette and no further alarms.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.